Manufacturer narrative:
Follow-up #1: date of submission: 11/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2016 with the following findings: during investigation, the battery compartment was cracked along the side. Moisture was found in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened to find no moisture. Unrelated to the original complaint the battery cap threads were stripped and were unable to be secured. A test cap was able to be secured for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.